Manufacturer narrative:
Investigation results: visual investigation: the investigation was carried out microscopically. It was found that the meniscus component was demaged. According to the responsible manufacturing department, specifically, it is possible that: 1. The device was damaged in the multivac during the sealing process. This will only be possible if the device slides between the sealing plates of the multivac. In this case the sealing machine would indicate an error and the products must undergo a 100% inspection. The records during the period of manufacturing indicate no malfunction. There is no systematical failure. 2. The product has fallen onto an edge during the unpacking process." Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based on the information available, it is not possible to determine a definitive root cause for the failure. It could be manufacturing or usage related. Based upon the investigations results a CAPA is not necessary.

Event description:
The malfunction is filed under 400455112.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with columbus glid.surface. It was reported that the implant was found damaged after opening the packaging. There was no patient harm. The malfunction is filed under (B)(4).